Event description:
It was reported that the customer experienced a blood glucose (bg) level of 449 mg/dl and a high ketone level. The cause was unknown; however, customer was not manually checking bg levels as customer's continuous glucose monitor (cgm) was not available due to customer running out of the non-tandem cgm supplies. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, customer was released on (B)(6) 2022 with the issue was resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.